Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would turn on with a/c power and batteries but had a failed volume test (21.6). The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, peeling dso seal. Scratched lcd lens. Worn battery door. The complaint was verified by accuracy tests. The cause of the problem is the expulsor. Replaced expulsor. The device passed all functional tests after the repair. Repair summary: replaced expulsor. Flat gear. Dual flag gear. Dso seal. Optic switch. Lcd lens. Battery door. Keypad. Overlay gray. Rear label and side label. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.